Event description:
A customer reported an occlusion alarm. There was no additional information provided regarding the blood glucose impact as the caller declined to share specific details. The customer resumed their insulin therapy without any changes needed. No additional information was provided.